Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad apr 3, 2018: asr litigation received. Litigation alleges injury, pain, stiffness, discomfort, metal poisoning, emotional distress, anxiety, weakness, limited mobility, and decreased quality of life. Doi: (B)(6) 2006; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Update 12-july-2018: investigation re-opened upon receipt of new information. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records, patient was revised to address metallosis with severe osteolysis, metal-on-metal left total hip arthroplasty, and high cobalt and chromium levels. Patient alleges severe pain of the left hip, and was noted radiographically to have a recalled asr acetabular component and asr femoral head with edge loading. There was osteolysis noted. Revision notes reported that there was severe metallosis and blackening of the capsule and the tissues surrounding the capsule. There was a significant amount of fluid surrounding the hip. A capsulectomy was performed at that time anterior, taking this medially and laterally. The posterior capsule was partially removed as well and any metallotic metallosis type debris was removed. There was some osteolysis in green zones. Any metallosis type fibrous tissue was removed with a curet. The cup was removed with minimal bone loss. There had been extensive osteolysis behind the cup and metallotic type debris. There were large, contained defects. These were cleaned free from many metallosis debris. Doi: (B)(6) 2006 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture emotional distress, metal poisoning, bone injury and surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.